Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was prompting for a blood sample after the sample was already applied. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed she was unable to check her blood glucose due to the alleged issue that began on the same day she contacted lfs for assistance at approximately 11:45am. The patient reported that prior to the alleged issue, at an unspecified time; she had inadvertently taken the wrong amount of insulin (unknown type/dose) and stated it "was not the meter's fault." The patient reportedly "almost passed out and was unaware of her surroundings." The patient stated her daughter treated her with orange juice at approximately 11:10am and no further action was taken since the patient felt better afterwards. The patient then tired to check her blood glucose on the subject meter approximately 30 minutes later and stated no other device was used. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The correct test strips were being used; the blood sample was completely drawn into the test strips however the reported issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient received inappropriate treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The meter involved with this complaint was returned to lifescan (lfs) on (B)(4) 2011, although product analysis has not yet begun. Once the evaluation is complete lfs will inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have dirty spc pin. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.